Event description:
New information received notes that the patient presented with afib; the ICD was unable to sense small amplitude atrial fib waves, and was not mode switching appropriately. The ICD was reprogrammed.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Far-field r-wave oversensing on the atrial channel was observed via stored egm. The ICD was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.